Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's atrial lead exhibited elevated capture thresholds. The atrial lead was capped and replaced (B)(6) 2018. In addition, following the advisory for premature battery depletion with implantable cardioverter defibrillator (ICD), although there was no eri alert or allegation of premature battery depletion, the ICD was explanted prophylactically and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
Correction .

Event description:
New information received notes that there was also oversensing observed on the lead on (B)(4) 2018. The elective replacement to the generator due to the premature battery advisory and capping of the lead previously reported was made subsequent to this on 06/13/2018 as the patient was not dependent on the device and there was no sense of urgency.

Manufacturer narrative:
Analysis was normal. No anomalies were found.